Manufacturer narrative:
The customer reported leakage from after the drip chamber, and returned one sample of material 10015012, lot 24095255. Upon initial visual examination, the set had a cut in the tubing just below the drip chamber, and the complaint is verified. The manufacturing plant found the root cause for the leakage to be related to excess solvent applied to the tubing during assembly. A quality alert was issued by the plant on 31oct2024 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that nurse priming new tpn tubing with 0.2-micron filter and noted leaking of tpn after the drip chamber.